Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The patient side manipulator (psm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was test in-house and failed on power up. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the customer was unable to move universal surgical manipulator (usm) 1 insertion axis. The customer checked for obstruction, removed the drape, reseated the sterile adapter, and manually moved the insertion axis, but the issue persisted. The customer used the other arms. The procedure was completed with no reported injury.